Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their back molars barely touch together. The clinical support assessment team noted that the patient has a slight posterior open bite present on the left side, and they are starting them on a bite rest.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.